Event description:
A malfunction alarm with code malf 16 was reported by the customer. Information regarding whether the malfunction caused the customer¿s blood glucose level to exceed 500 mg/dl was unknown or declined to answer. The customer reset the pump with assistance from technical support, but the malfunction recurred, leading to the decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.